Event description:
Information received reporter. A pt had been wearing acuvue advance contact lenses on a daily wear schedule for about 1 year. The pt reportedly replaced the lenses every 2 weeks. The name of the contact lens solution used to clean and disinfect the solution was not provided. In 2007, the pt saw a general practitioner (gp) for a red and painful od and was prescribed chibrocadron and fussitalmic. The pain continued on two days later, and the pt again saw the gp who referred the patient to an ophthalmologist (ecp) for an acute red eye. The ecp saw the pt on the next day. At that time the pt's cornea was "totally white" and the pt had "no visual acuity"." The pt was diagnosed with a corneal ulcer and was immediately referred to an ophthalmologist at the hospital. The hospital based ecp reported that a culture of the corneal ulcer was positive for pseudomonas aeruginosa. The pt was initially treated with amiciline fortified, cyloxan and atropine. The most recent information we received indicates the patient was being treated with tobradec, cyloxan and mydriaticum, due to an inflammatory reaction of the anterior chamber. The pt's contact lenses were requested for investigation. We learned, the lenses were discarded and the lot number is not known. The pt can currently count fingers on a peripheral visual field. A scar covers 80% of the corneal area. The pt was informed that in 6 to 12 months a corneal graft would be necessary. No additional information is available at this time. We will report any additional information within 30 days of receipt. All MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.